Event description:
Pt with history of tracheal stenosis and recent tracheostomy underwent bronchoscopy with laser performed with endostat disposable fiber optic laser system. Sustained second degree burns to right side of upper and lower lip, adenoids and vocal cords. Admitted and started on IV decadron and kefzol and topical bacitracin. Unable to tolerate oral feeds and pain managed with mos04 and tylenol. On 6/24/1993 tolerating oral liquids and lip burn healing.